Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-30764. It was reported the patient experienced cramping. As a result, surgical intervention was undertaken wherein the system was explanted.

Event description:
It was reported during follow up that the cramping sensation resolved following the explant.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.